Event description:
A physician performed an arteriotomy closure using the starclose device. The device was deployed and hemostasis was achieved. The following day, an interventional procedure was performed in the same access site using an 8f sheath, however, the patient experienced intense pain. A CT scan was performed which revealed a retroperitoneal bleed. The clip was found dislodged in the soft tissue one centimeter above the artery. The patient was taken to surgery where both arteriotomy holes were sutured closed and the clip removed. The patient is reported to be fine.

Manufacturer narrative:
The device was not returned and there was no information. We were not able to perform device inspection or device history record review in this case.